Event description:
It was reported that a previous issue involving a kinked cannula, which they were not notified about. Pss explained that if insulin delivery is occurring and there is no complete blockage, the system will not trigger an alarm. Pwd mentioned that their trainer had informed them they would receive an alarm immediately for even a slight bend in the cannula. Pwd declined speaking with cds and requested documentation and replacements only. The reported event occurred on 1-dec-2025. During the event, pwd observed cgm readings ranging from 392 mg/dl to high but did not perform a fingerstick test. They resolved the issue by administering a manual injection and changing the infusion set, site, and cassette. The event occurred while in use with patient.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.